Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D: device identification - additional/correction. H2: additional information/correction. H6: type of investigation - additional/correction: please remove incorrect code "4119" and replace it with code "4115".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.